Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10 result of investigation: it was determined that the root cause of the issue was user fault. The blower driver fets overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of main electronics. Maximum logged blower temperature was 139.3 degrees celsius. Alarm 241 - "temperature of blower high" triggered multiple times. Alarm 240 - "temperature of blower too high" triggered as well. As a resolution customer was advised to order a new mainboard and blower.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent by the customer and being reviewed by technical support. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed blower failure. At this time, there is no information regarding patient involvement associated with the reported event.